Event description:
The lay user/patient contacted lifescan alleging the meter powers off during use. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
The facility representative reported an infusor device on which the motor would not run when attempting to deliver. The reported condition occurred in the surgery unit, however the step in the process in which the reported condition occurred is unknown. No patient injury or medical intervention was reported. No additional information is available at this time.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510 (k) is k082590.

Manufacturer narrative:
Follow up # 1/supplemental report text 11/17/2010. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.